Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The physician attempted to implant a promus element 2.50x38mm stent, however, it became damaged. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).